Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A angiojet® ultra system console was selected for a thrombectomy procedure. During aspiration inside the patient, a check saline supply error message displayed. Multiple catheters were used and the issue persisted. There were no leaks or visible problems with the catheters. The procedure was completed with a different device. There were no patient complications and the patient status was stable.